Event description:
It was reported that a pt underwent endometrial ablation for dub four months following an attempted ablation. During the first attempt, loop resection of an endometrial polyp caused a mid-line perforation of the fundus and ablation procedure was postponed. The ablation device was not iserted. On the second attempt, repeat loop resection was performed followed by endometrial ablation. Twelve days post procedure, the pt was hospitalized for pain and underwent diagnostic laparoscopy followed by laparotomy for bowel injury. Pt is recovering normally.